Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. The patient was seen by a company representative for device evaluation. Integrity testing confirmed that the device was no longer functioning. Surgery to explant the patient's device will be scheduled.